Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was admitted with recurrent sepsis. It was suspected that the infection was due to pacemaker system. Device explant was unsuccessful as the patient was unable to tolerate the procedure. Device was left in place and patient will be treated with antibiotics. No further information is available.

Event description:
New information received notes that the device and the leads were explanted.

Manufacturer narrative:
Analysis was normal. No anomalies were found.